Manufacturer narrative:
One cadd®-solis ambulatory infusion pump was returned for investigation. A visual inspection of the device revealed the pump to be in good physical condition. There was no evidence of the reported issue in the event history log. Three flow tests were performed and all three of them had over delivery outside specification. A root cause could not be determined. The complaint was confirmed.

Event description:
It was reported that a cadd®-solis ambulatory infusion pump had an inaccurate rate. No injury was reported.